Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in as the customer's weight was not provided.

Event description:
The customer reported that he obtained a blood glucose reading of 122 mg/dl at 8:30 a.m. On the contour next link 2.4 meter. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 9cpef04a for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly marked as blood tests in the meter's memory.